Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a sore under the front electrode. It was reported the garment was too tight and caused bleeding. It was reported the patient was on chemo and blood thinners. There was no alleged device malfunction contributing to the irritation. The patient was sent additional garments and applied neosporin to the area. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.